Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was within target range, and the meter bg reading was 20 mg/dl. A root cause could not be determined. The customer was admitted to the hospital with blood glucose of 20 mg/dl. Although requested, no additional patient or event information was provided.